Event description:
It was reported to medtronic minimed that the customer experienced pump error 43. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed for pump error 37-39,41-43,79-80,82,130. Customer was able to clear the error but was unable to complete the rewind process. No harm requiring medical intervention was reported. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed displacement test, self test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No pump error 41 or pump error 43 alarms noted during testing. Pump¿s history and trace files downloaded successfully using thump software. However, pump error 43 confirmed in the pump history/trace files on 13-sep-2024 at 12:16:02.000 until 14:31:57.000. During visual inspection, no loose or disconnected motor flex connector noted on j5 at pcba1. Pump was cut open to perform visual inspection. Per visual inspection found moisture damage on pcba 1 and corrosion damage¿on the motor/dried insulin on the motor slide. The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, corroded home switch and dried insulin - motor slide. Alleged pump error 43 alarms not confirmed during testing however, confirmed in the pump history files on 13-sep-2024 due to corroded motor home switch. Exposed to moisture confirmed on electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.